Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was heparin induced thrombocytopenia (hit) positive going into implant on (B)(6) 2022. It was decided to administer cangrelor before and during implant. A right ventricular assist device (rvad) with an oxygenator was placed intraoperatively. Significant intraoperative and post-operative bleeding occurred. The patient's chest remained open overnight and they were taken back to the operating room (or) on (B)(6) 2022 for a washout and exploration. The chest was to remain open for monitoring. The patient remained on the rvad. The patient suffered a post-operative stroke and gastrointestinal (gi) bleed, and was transitioned to comfort care. The patient expired on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and patient outcome as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. It was reported that heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24may2021. The heartmate 3 lvas IFU, rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, right heart failure, stroke, and death that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.